Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the target levels established by the french regulation of (B)(6) 2016, with a number of revivable microorganisms less than 1 cfu/endoscope. Additionally, upon inspection and testing, there were no defects or lack of conformity in the device. The device needed no repairs. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. Detergent used during pre-cleaning is aniosyme x3. During manual cleaning detergent used is anyosime x3, disinfectant used is anioxyde 1000, and brushes used are of asept inmed brand. Peracetic acid and glutaraldehyde is not used. The automatic endoscopy preprocessor (aer) is not provided, a sterile treatment is used instead. Detergent used with the aer is wassenburg endohigh and disinfectant used is wassenburg endohigh paa. The device is stored horizontally after reprocessing. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.